Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the sample syringe to resolve the issue. No additional information was provided from the customer in regards to the patient treatment. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous patient results for lipase on the au680 clinical chemistry analyzer. The erroneous results were reported outside of the lab. It was stated that a patient returned for treatment. It is unknown if the patient just returned for a blood re-draw and the subsequent corrected reports that were issued. Details of the alleged change of patient treatment is unknown.